Event description:
It was reported that during an artificial urinary sphincter (aus) implant surgery a pump was implanted but not used. After implantation of the aus device no liquid flowed into the cuff. The pump was explanted and a new pump was implanted. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.